Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4). The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. No investigation can be performed (no serial number available and no return), therefore no results will be obtained. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for acute aortic dissection. 2 conformable gore¿ tag¿thoracic endoprosthesis were implanted and non gore stent(zenith dissection endovascular stent)was implanted distally with overlapped with distal ctag. On (B)(6) 2020, fever was observed. CT confirmed aortoesophageal fistula with rapid enlargement of false lumen. On (B)(6) 2020, surgical procedure was performed. The thoracic false lumen was opened and cleaned and successfully filled with intercostal muscle.